Event description:
The user's hearing performance with the device was affected. The recipient initially had an improvement in hearing with the device, but then noticed a decrement in performance even with the same map that had been previously performing well. Despite multiple programming sessions and medical evaluations the user was still performing poorly with the device. There were concerns from the clinic about possible electrode migration due to discomfort with stimulation on channels 10-12. A CT scan on (B)(6) 2020 showed that there were one or two electrodes extra-cochlea. The user was re-implanted with a cochlear america's device on (B)(6) 2020.